Event description:
It was reported the ventricular lead was removed and replaced due to increasing impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor was fractured, the distal and defibrillator conductors were distorted, the distal conductor had blood/body fluid (not obstructed), blood/body fluid was on the outer tubing overlay, the outer tubing overlay had cosmetic environmental stress cracking and was breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism.